Event description:
Revision surgery - MDR - infection.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2020-01072; 941-01-36f, (B)(4) - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.